Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shocking impedance measurement greater than 200 ohms. Isometrics were performed and measurements were checked in all vectors and no abnormal readings or noise was noted. A boston scientific technical services consultant recommended commanded shocks be delivered to further evaluate the situation. The caller requested further analysis from the remote monitoring system which confirmed a daily measurement of greater than 200 ohms. A revision procedure was performed and the right ventricular (rv) lead was removed from service. Additionally, the atrial lead and left ventricular (lv) leads were also removed from service due to pacing impedance measurements greater than 2000 ohms. This device was also replaced during the procedure due to remaining longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the df+, df-, ra and rv seal plugs are intact and the lv seal plug has a cored out hole in it. Additionally, the device header was loose but not separated from the device. X-ray inspection noted that the rvc(df-) feed thru wire is fractured which was the result of a loose header and was the reason for the out of range shock impedance measurements. The high pacing impedance allegation could not be confirmed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
--